Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and cook surgisis were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure concurrently with anterior/posterior colporrhaphy, modified perineoplasty, vaginal cyst removed on (B)(6) 2009 due to pelvic prolapse and mesh and cook surgisis were implanted. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, bleeding, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.